Manufacturer narrative:
(B)(4). Correction "the allegation was confirmed. The root cause was determined to be moisture damage."

Event description:
The allegation was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver not turning on. Receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened, the internal inspection failed due to moisture damage. The allegation was confirmed. The root cause was determined to be moisture damage.